Manufacturer narrative:
A copy of the phaco handpiece directions for use (dfu) was provided to the customer. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "no known product problem" (no known device problem). The surgeon reported several incidents of endophthalmitis. The customer has not specified that any alcon products are involved. However, they do use alcon products. It is noted that the hosp does not always use provisc and may not have used it in any of the cases in which pts developed endophthalmitis. The vitreous and aqueous scrapings were cultured and the results showed no growth. In a f/u, a staff from the hospital's infection prevention and control dept reported that the event continues and the pt was treated with medications.